Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing in the device. A technical support specialist reached out to the customer to investigate. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es new patients was not crossing. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.